Event description:
It was reported that the luer connector on the ilet system¿s infusion set adaptor broke and the assembly was observed dangling while the user was working. Symptoms included no reported changes in blood glucose and no signs of hypo- or hyperglycemia. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included a review of complaint details and user troubleshooting. Investigation of this case revealed a cracked or broken connector consistent with a mechanical failure of the connector component. It was concluded that the device component failed mechanically and affected the device¿s physical integrity without clinical impact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.